Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported right side "leakage" confirmed via MRI. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 20 feb 2025.

Event description:
Healthcare provider reported right side "leakage" confirmed via MRI. Device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare provider reported "leakage" confirmed via MRI. Healthcare provider additionally reported the results of the radiological examination which noted "intracapsular rupture of breast implant. No indications of malignancy." Healthcare provider noted complete rupture with significant spill. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.